Event description:
During hansson pin surgery, the surgeon inserted the hooks in mistaken directions. Now the patient transferred to another hospital and progress observation is carried out.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. H3 other text : device will not be returned

Event description:
During hansson pin surgery, the surgeon inserted the hooks in mistaken directions. Now the patient transferred to another hospital and progress observation is carried out.

Manufacturer narrative:
Evaluation summary: x-rays were provided. They could confirm the event that the pins were inserted in a lateral direction. In the past (event investigated under per (B)(4)), x-rays and the event report of a similar event have been presented to two experienced trauma surgeons. Both have independently from each other stated that such an event has no impact on the performance and the safety of the device. The outcome of the patient is not affected by such a very little back out. Therefore, we do not see any requirement for specific investigations in the given case. No further action is required. In this case, x-rays were also sent to clinical expert. He stated: the direction of the hansson pins does not exactly correspond with the recommended direction in the op-tech. Such a deviation is solely caused by surgical handling. Otherwise, the given positioning of the hansson pins allows for sufficient fixation of the fracture and is therefore acceptable from a clinical point of view. No surgical revision is required. In the present positioning it can be assumed that the hansson pins will work as intended. A review of the device history for the reported lot did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation. This case could be classified as user-related since a misuse was reported.